Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. A review of the device history records for sl-2010m2096 lot 00854022 was performed and the review indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: the blood tubing leaked on the floor during dialysis. A hole was noted in the arterial line leading to the dialyzer. The treatment was stopped and all tubing was discarded. A new treatment was setup without complications. No patient injuries were reported.